Event description:
The customer reported that while in patient use the secondary alarms come on after 12 to 14 hours in operation. The ventilator was working fine, but they can not have this alarm come on for no reason. The ventilator was removed from the patient and the patient was placed on another ventilator, no harm to the patient.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the avea top level unit. The unit was received without any visible signs of physical damage and was powered on and the primary alarm is operational however the back-up alarm was not alarming after all alarms have been cleared. A vent-inop condition was induce prior to powering on the unit, which will activate the back-up alarm once powered on, and the back-up alarm again did not activate. The bottom cover was removed and no visual anomalies were found and all connections to and from the back-up alarm were properly connected. With the cover off, verified that the back-up was still defective and after replacing with a known good assembly corrected the reported issue. The original assembly was again installed and was still able to verify the no alarm. Issue was isolated solely to the back-up alarm pcba. After ruling out the speaker of the back-up alarm issue has been isolated to the pcb and further testing and data recording is required in order to isolate true root-cause on the pcb of the back-up alarm. Findings/root-cause: defective pcb on back-up alarm assembly.

Manufacturer narrative:
(B)(4). The carefusion tech will evaluate the alleged failed part if it is returned to the MFR.